Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a burn on the plastic distal end cover and the forceps elevator. The adhesive around the light guide lens was also peeled. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the burned cover and elevator was most likely caused by use of a high-energy treatment tool (high frequency, etc.) Without ensuring a sufficient distance from the tip. Based on the results of the investigation, the most likely cause of the peeled adhesive was unable to be determined. The event can be detected/prevented by following the instructions for use which state: operation manual chapter 3 preparation and inspection:3-3 inspection of endoscope operation manual chapter 4 operation:4-3 using endo therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.